Event description:
Complainant alleged that medics were defibrillating a pt using electrode pads. After the reported fifth delivery of energy, an arc was seen underneath each electrode pad. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.